Event description:
The customer reported that during set up the e360 ventilator compressor was inoperative with air loss alarm. Visual, audible alarm was intermittent. No error codes. There was no patient involvement. The service engineer (se) inspected the device and verified the alleged malfunction. Se also found that the compressor was not able to build up the air pressure. The se found that the water traps were filled with water and the outlet for the traps were choked. The se cleaned the water traps and cleaned the outlet for the water traps which rectified the problem. Ventilator is working.